Manufacturer narrative:
Clarification section d: device type is unknown and has been defaulted to a saline implant. Note: coding in h.6 represents coding for a saline device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture¿. This record is for the left side. Device was explanted.